Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report. Note: this device was manufactured by symphonix inc. Vibrant (B)(4) took over the symphonix assets. As such vibrant (B)(4) feels responsible to f/u on product problems with symphonix produced device.

Event description:
It was reported that the pt has not attended fitting sessions for several yrs and apparently stopped using his device several yrs ago as he was not able to obtain a good performance.